Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The customer observed a few noise errors. The investigation is ongoing. Medwatch field e1 initial reporter establishment name - (B)(6).

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the sodium electrode on a cobas 8000 ise 1800 module. The first and fourth samples also had discrepant potassium electrode results. The first sample initially resulted in a sodium value of 120.7 mmol/l and it repeated as 138.2 mmol/l. This sample initially resulted in a potassium value of 3.510 mmol/l and it repeated as 4 mmol/l. The second sample initially resulted in a sodium value of 176.8 mmol/l. The sample was repeated, resulting in values of 142.1 mmol/l and 141.4 mmol/l. The third sample initially resulted in a sodium value of 170.8 mmol/l. The sample was repeated, resulting in values of 141.3 mmol/l and 140 mmol/l. The fourth sample initially resulted in a sodium value of > 180 mmol/l on (B)(6) 2026. The sample was repeated on (B)(6) 2026, resulting in sodium values of 139.8 mmol/l and 139.8 mmol/l. This sample initially resulted in a potassium value of 4.650 mmol/l on (B)(6) 2026 and repeated as 3.590 mmol/l on (B)(6) 2026. The fifth sample initially resulted in a sodium value of 115.2 mmol/l on (B)(6) 2026. The sample was repeated on (B)(6) 2026, resulting in sodium values of 138.5 mmol/l and 139.5 mmol/l.